Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on his right side and feeling pressure from the vibration box. There was no alleged device malfunction contributing to the irritation. Patient was seen by a physician. The patient was prescribed a talcum powder to help the irritation by a medical professional. The irritation and pressure improved.